Event description:
It was reported that the patient presented to clinic after receiving multiple inappropriate therapies for atrial fibrillation with rapid ventricular response. The device presented in charge timeout due to the multiple therapies delivered. Tachy therapy was disabled. The patient was attached with external monitoring and transferred to another hospital. No further information is available.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.